Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000145228.

Event description:
It was reported the patient is not receiving effective therapy due to high impedance issues on 1-8 lead. As a result, surgical intervention was undertaken on 09jul2024 wherein the lead was explanted and replaced to address the issue. It is unknown which lead was impeded; effective therapy was restored post operatively.